Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: rn was infusing chemo for a patient when the patient noticed fluid was leaking onto the floor. When the rn checked the set, she thought it was leaking from the distal end of the tubing, but it was leaking out of the two circles on the back side of the filter itself. No injury reported.